Event description:
During the investigation and servicing of the autopulse platform (sn (B)(6)), the load cell characterization test failed and indicated that one of the load cells was over-reporting. No patient involvement.

Manufacturer narrative:
During the investigation and servicing of the autopulse platform (sn (B)(6)), it passed the preliminary functional test without any faults or errors; however, the load cell characterization test failed, indicating that one of the load cells was over-reporting. The root cause of the noted issue was identified as load cell failure, likely due to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in june 2008 and is almost 17 years old. The failed load cell was replaced to resolve the issue. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).